Event description:
Notes: the type of procedure is unknown. It is not known if the procedure was completed with this device. It was reported to boston scientific corporation in 2006, that a hydratome rx sphincterotome was used during a procedure (patient age, gender, and weight unknown) four days prior. According to the complainant, "the package not sealed when doctor went to open it."

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-3571.

Manufacturer narrative:
A visual analysis indicated a seal was visible on the mylar where a complete seal had been made. The reported event could not be confirmed. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Manufacturer narrative:
.Bsc reference: a00018047 / 83338